Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. During a follow-up on (B)(6) 2016 using intravascular ultrasound (ivus) a proximal subtotal in-scaffold restenosis was observed followed by a scaffold with mild in-scaffold restenosis then another subtotal in-scaffold restenosis with distal timi ii flow. The patient was experiencing chest pain. The patient was recommended for a coronary artery bypass graft (CABG); however, the patient was treated on (B)(6) 2016 with the implantation of 3 drug eluting stents. Predilatation was performed using a 3.0x20mm nc trek. A 2.75x23mm xience xpedition was advanced and positioned across the lesion distally and inflated at 18 atm then overlapped proximally with a 3.5x23mm xience prime stent that was inflated at 18 atm. Finally, a 3.5x38mm xience prime stent was positioned across the proximal lesion and inflated at 18 atm. Post-dilatation was performed using a 3.5x20mm and a 4.0x38mm nc trek. Ivus was performed again and noted well stent apposition. Controlled angiography revealed well stent expansion with distal timi iii flow. The patient was confirmed to have been compliant in following the dual antiplatelet drug therapy after the procedure. The final patient outcome was good. No additional information was provided. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The 3.5 x 28 mm and 3.5 x 18 mm absorb devices referenced are being filed under separate manufacturer report numbers. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a non-st elevated myocardial infarction (nstemi). The procedure on (B)(6) 2015 was to treat the left anterior descending (lad) artery which involved a patent proximal stent with moderate in-stent restenosis followed by a calcified mid segment lesion with 95% stenosis followed by another 70% lesion with good distal flow. Vessel sizing was done with visual estimation and confirmed to be more than 2.5mm in diameter. No intravascular ultrasound or optical coherence tomography was performed. Predilatation was performed in the mid lad with a 3.25x15mm nc non-abbott balloon catheter inflated multiple times up to 12 atmospheres (atm) with the residual stenosis reduced to less than 40%. A 3.0x28mm absorb scaffold was deployed in the mid lad using 16 atm with excellent separation of struts and expansion of the scaffold. A 3.5x28mm absorb scaffold was placed in the proximal lad edge to edge with the 3.0x28mm absorb scaffold with excellent separation of struts and expansion of the scaffold; however, the proximal edge of the 3.5x28mm absorb scaffold showed mild haziness which might be a dissection. A 3.5x18mm scaffold was placed edge to edge with the 3.5x28mm absorb scaffold and deployed at 18 atm with excellent separation of struts and expansion of the scaffold. Post-dilatation was performed using a 3.5x20mm non-abbott balloon inflated multiple times at the mid lad then inside the proximal scaffold inflated up to 18 atm with a good end result. The final angiographic residual stenosis was less than 10%. The patient was placed on clopidogrel 75 mg, once daily for one year.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A cine was received and reviewed by an abbott vascular clinical specialist who concluded there was restenosis of the proximal and distal absorb scaffolds. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.